Event description:
The lay user/patient contacted lifescan alleging that the onetouch ultralink meter was having the following power related issue: (does not power on), which was unresolved with troubleshooting. There were no allegations of harm or injury.